Event description:
It was reported via merlin.net transmission there was nsvo. All episodes appear to be post-paced t-wave oversensing. The oversensing was noted on a stored egm. The patient was asymptomatic. Programming changes were recommended. The patient was stable.